Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and dysphagia symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2016 at (B)(6). -device explant due to ongoing gerd and dysphagia occurred without issue on (B)(6) 2017 at (B)(6); a fundoplication was performed at the time of explant. -it was noted that there was a "significant inflammatory reaction" and adhesions around the device. -device was found in the correct position/geometry.